Event description:
The straight medium saber attachment overheated while being tested by the field service technician during a routine service maintenance visit. There was no pt involvement, and no consequences were reported.

Manufacturer narrative:
Visual inspection observed dry broken lubrication and corrosion damage on the nose bearings.